Manufacturer narrative:
The product was not returned. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Viscoelastic was not provided. It is unknown if a qualified viscoelastic was used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Not enough information was provided for further investigation. It is unknown if a qualified viscoelastic was used. The instructions for use (IFU) instructs: during device preparation and implantation of the company intraocular lens (iol) with the company preloaded delivery system, the company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Information indicated the plunger was being retraced and re-advanced. The surgeon indicated "the plunger will start in the middle but then shifts to the right pushing the lens from one of the sides which is why I pull back and recenter the plunger to avoid the off set of the plunger". The plunger is intended to move to the right. The retraction of the plunger and re-push may be a contributing issue for the reported ¿cracks in the peripheral optic near the haptic¿. The IFU instructs: take at least 7 seconds to gently fold the iol by advancing the plunger forward in one smooth, continuous motion until the front edge of the optic is even with the ¿fill-to¿ line on the nozzle. At this position the blue spring will contact the clear main body. It is important to not advance the plunger abruptly to fold the iol as improper folding and lens damage may occur. The cam provided follow up information. Discussed with the surgeon and techs. There were inconsistencies with repeatable and successful loading. Surgeon now advances the company preloaded delivery system and that has created more consistent results. Reiterated speed of advancing and dwell time with regards to viscoelastics. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, the physician noticed that there were cracks in the lenses near the haptics.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).